Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Noise was observed on homemonitoring recordings. The pacing impedance has trended down in the last 3 months. Ventricular capture control has repeatedly been suspended and outputs increased to max output automatically many times in the last 3 months. It was recommended the patient be brought in for evaluation. Lead remains implanted. Should additional information be received, this file will be updated.